Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed into the station and verified it was functioning correctly with no errors present. No further communication was received from customer, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, white screen on pyxis displayed message as unexpected data error occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.